Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4396 lead implanted (B)(6) 2014; dtba2d4 ICD implanted (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged, inducing ventricular fibrillation (vf) for which the patient received inappropriate shocks from the right ventricular (rv) lead. The lv lead was explanted and replaced and the rv lead remains in use. It was further reported that the shocks unexpectedly reduced the battery longevity of the implantable cardioverter defibrillator (ICD) which remains in use. No further patient complications have been reported as a result of this event.